Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgery, using the fast-fix after taking the first bite into the meniscus and capsule, the button was deployed outside the capsule and while pulling the needle back for the second deployment, the second button came out of the needle into the joint and it had to be removed. The procedure was completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was detached from the device. The t2 anchor was as manufacturer intended. The deployment needle was in the t1 pre-deployment position. A functional evaluation revealed the device functioned as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
G2: user facility marked. H2: device evaluation marked.

Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat issue. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.